Event description:
Pt states that he believes the amount of insulin administered for a 6.0 unit bolus is different with current pump and also that in the morning his blood glucose levels are high. This required no physician or hospital intervention. Insulin infections were administered at home.